Event description:
It was reported that an asymptomatic patient presented in the or for a post-device upgrade device check. The device was post-paced t-wave oversensing. Programming changes were made which resolved the issue, and the patient is fine.